Manufacturer narrative:
(B)(4). Date sent: 05/18/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was an incomplete stapling during the last gastric section. Opening of the gastric piece in the peritoneal cavity and bleeding of the staples line. Hemostasis and gastric suture with a thread. There was a complimentary hemostasis during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # m55g3p. The analysis found that one ecr60d cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired (B)(6). Upon evaluation of the reload, the one piece sled and was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.